Manufacturer narrative:
As of today, the lead is not available for analysis, therefore the lead itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and lead performance throughout our organization and help to maintain and improve the performance of our products.should additional information or the lead itself become available for analysis, the investigation will be updated.there was no evidence of a material or manufacturing defect.

Event description:
It was reported that this lead was explanted 41 months after the implant due to oversensing. No adverse patient side effects were reported. The lead was not returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 34 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis, inbetween a 1.5 cm segment of insulation body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore the shock coil was found deformed which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.